Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged battery life issue in the pump. The reporter stated that the patient¿s blood glucose was 502mg/dl with small amount of ketones and no reported symptoms. Reportedly, the patient had not received any treatment above and beyond the usual routine of diabetes care and management, the patient¿s healthcare provider had not made pump setting adjustments before or after the alleged event and the patient remained on the pump. Troubleshooting determined that there were unconfirmed reminders, alarms, or warnings, which led to the battery being drained and battery life not lasting as long as expected. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history was reviewed and there was no evidence of a battery life issue observed. The battery voltages in the black box were within normal specifications. There were typical usage alarms observed in the alarm history. The total daily doses added up correctly. The pump successfully completed a delivery accuracy test. The black box showed a replace cartridge alarm on (B)(6) 2014 23:53; deliveries were observed to have resumed when the pump was primed (B)(6) 2014 03:16. Insulin deliveries had been interrupted for 3 hours. An external power supply was used to test the idle, sleep, rewind and load currents, all of which were found to be within specification. The pump cover was removed and there was no intermittent connections or moisture damage observed. Product analysis was unable to duplicate the compliant during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.